Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an electrophysiology ablation a polaris x was selected for use. The patient had a different cardiac anatomy, so access to the coronary sinus was more difficult than usual. This made it more difficult for the doctor to access it. In order to do this, the physician had to force the catheter a little more than usual and this ended up damaging the polaris x catheter, even fracturing some of the electrodes. The procedure was completed. No patient complications were reported. The device is expected to return.

Event description:
During an electrophysiology ablation a polaris x was selected for use. The patient had a different cardiac anatomy, so access to the coronary sinus was more difficult than usual. This made it more difficult for the doctor to access it. In order to do this, the physician had to force the catheter a little more than usual and this ended up damaging the polaris x catheter, even fracturing some of the electrodes. The procedure was completed. No patient complications were reported. The device is expected to return.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete unique identifier (UDI) # and to correct discrepancies with product information in the gudid database. Upon receipt at our post market quality assurance laboratory. Visual inspection revealed the device was visually inspected and revealed multiple kinks and twists in the last 10cm of the distal end that correspond to the grey area of the catheter shaft. The allegation of catheter damage from the field was confirmed. The most likely cause was determined to be an adverse event related to the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection revealed the device was visually inspected and revealed multiple kinks and twists in the last 10cm of the distal end that correspond to the grey area of the catheter shaft. The allegation of catheter damage from the field was confirmed. The most likely cause was determined to be an adverse event related to the procedure.

Event description:
During an electrophysiology ablation a polaris x was selected for use. The patient had a different cardiac anatomy, so access to the coronary sinus was more difficult than usual. This made it more difficult for the doctor to access it. In order to do this, the physician had to force the catheter a little more than usual and this ended up damaging the polaris x catheter, even fracturing some of the electrodes. The procedure was completed. No patient complications were reported. The device is expected to return.